Event description:
A caller reported a malfunction on the pump with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller, ensuring the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared, which the caller understood.